Event description:
The following is based on medical records provided by the plaintiff's attorney. Upon review of medical records for a legal complaint, it was discovered that the pt had a headache that reportedly started during dialysis treatment earlier in the day. The pt went to the emergency room and was admitted with severe headache, and uncontrolled, hypertension. She was started on cardene drip and transferred to ICU for continuation of therapy.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records info reviewed. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specs. The allegation of serious injury remain speculative in nature. The event reported on this pt involves five separate products and associated with mdrs #2937457-2014-01144, 8030665-2014-00498, and 1225714-2014-05001.